Event description:
On 3/16/92, rptr had back surgery using pedicle screws, rods, plates, and wire. Since he had the surgery, he has had severe pain in his back, hips, and legs, and has nerve damage. His right hip and left leg are numb, his back feels like there is a knife cutting him. His bowels won't move and he has been told by a dr that his bowels will not work, even with medication. When he tries to urinate, he has burning in his back, hips, legs, and "between his legs." He hasn't been able to have sex, and can't hold his granddaughter because it causes severe pain. He can't sleep, sit or stand. He's thought many times of ending his life. He feels his problems are all due to the surgery, that it has ruined his life. He didn't know until watching 20/20 on television in 12/93, that the surgery had not been approved by the FDA and that it was experimental. He has blurred vision. (*)